Event description:
It was reported that implant had to be removed for unknown reason.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event was confirmed with the patient's CT scan, which showed that tmj device has been removed. The surgeon also submitted a new unilateral left-side revision implant. The patient received a left unilateral tmj device in (B)(6) 2023, and a revision was requested in (B)(6) 2024. An infection has been mentioned as reason for the removal, though no further details were provided by the surgeon. The cause of the event remains undetermined, as no lab tests or reasons for the infection were provided. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint is added to the complaint trend.

Event description:
It was reported that implant had to be removed for unknown reason.